Manufacturer narrative:
Product analysis as found condition: the pipeline flex braid was returned inside a biohazard bag and a shipping box. The pushwire and marksman catheter were not returned with the braid. Visual inspection/damage location details: the distal and proximal ends of the braid were found open and frayed. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the returned device, the customer's report of "failure to open at the distal and proximal ends" was not confirmed, as the distal and proximal ends were found opened and frayed. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, or deployment the braid in a vessel bend. However, the customer indicated that the vessel tortuosity was norman and the braid was not positioned in the vessel bend, which rules them out as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than twice, over-manipulation, improper deployment technique, delivering/retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. The customer report of "resistance during resheathing" could not be confirmed, as the braid was returned without the pushwire and catheter. The root cause could not be determined. Possible resistance causes include vessel tortuosity and a lack of continuous flush with heparinized saline during the delivery. The customer reported that the vessel tortuosity was normal, ruling it out as a potential cause. However, the customer did not report whether a continuous flush with heparinized saline was used; therefore, it could not be ruled out as a possible cause. Since the pushwire and catheter were not returned, any contribution of the pushwire and catheter to the resistance issue could not be determined. The marksman catheter is compatible for use with the pipeline flex delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event was determined by the physician as, "the stent did not fully appose to the vessel wall when opened." There were no causes or contributing factors for the event identified. It was clarified that the reported statement "stent could not be anchored" was referencing the tip end failed to fully open. The proximal section of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open. No additional steps or other devices were attempted to open the pipeline. It was clarified that the reported, "stent body collapsed" was not referencing movement it was referencing incomplete opening of the proximal end of the stent. The procedure was completed with, "a new blood flow-diverting stent was implanted instead."

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the reported, "tip end failed to fully open" is in reference to the distal tip.

Event description:
Medtronic received a report of a pipeline device that had failure to open and failure to resheath. The patient was undergoing surgery for treatment of an unruptured aneurysm with a max diameter of 6mm and a 3.5mm neck diameter. The landing zone (artery size) 3.5mm distal and 4.0mm proximal. It was noted the patient's vessel tortuosity was normal. The angiographic post procedure result was reported as satisfactory. It was reported that after stent deployment the stent could not be anchored and the stent body collapsed. It could not be recaptured into the delivery sheath. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pipeline was not used for an indication that is not approved (off-label). Ancillary devices include a ton-bridgemedical sheath, a cordis guide catheter, a marksman microcatheter, and a lee kai medical guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.